Manufacturer narrative:
(B)(4); investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 316.5 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 4 mm and appeared in good condition with no signs of degradation, or fracture. Light from the sma connector was distorted, indicating a fiber connector fracture. No other issues with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that light from the sma connector was distorted, indicating a fracture within the connector. The fracture within the connector was likely to have occurred during set-up of the device. Additionally, the fiber tip was observed to be in good condition. It is likely that procedural handling of the device during set-up contributed to the fiber break within the connector. A broken fiber within the connector of the device can result in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on december 5, 2019 that a flexiva 200 laser fiber was used in a laser uretero-lytho-tripsy procedure performed on (B)(6) 2019. Reportedly, the laser console was a dornier h15. According to the complainant, during the procedure, it was noted that the laser fiber did not work upon laser activation. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.